Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 10 mm/125 degree ti cannulated tfna 170 mm - sterile (part # 04.037.012s, lot # 11l3477, mfg # 11-jul-2019) was received at us customer quality(cq) with the locking mechanism jammed within the nail. Functional test: a functional test could not be performed since the locking mechanism is jammed within the nail. It cannot be moved up or down. The complaint could not be replicated. However, the jammed condition is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are not accessible. Document/specification review: the respective drawing(s) was reviewed; conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review : this lot met all-dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2019, a nail was inserted into patient during orthopedic procedure; when the surgeon tried to lock down the locking mechanism inside the nail to the lag screw, it was unsuccessful. Surgeon took the nail out of the patient and the insertion handle but still could not move the locking mechanism because it was jammed. There was a surgical delay of ten (10) minutes.  Procedure was successfully completed. There was no patient consequence. Concomitant medical products: unknown lag screw (quantity # 1), unknown insertion handle (quantity # 1). This complaint involves one (1) 10mm/125 degree ti cannulated tfna 170mm - sterile. This is 1 of 1 for report (B)(4)..